Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that in (B)(6) 2010 the implant was activated, and the pt was very satisfied with the performance. After 2 weeks she visited the hospital due to pain on the head. The physician treated her with antibiotics as he saw an infection through the external ear canal. After some weeks the pt visited a different hospital as the problem persisted. The physicians in this facility decided to explant the device in order to get the infection cured. The device's sterilization record was checked, and it was according to spec. The pt was explanted on (B)(6), 2011.